Event description:
Event description guidant received information that this implantable lead became dislodged, requiring multiple repositionings. The lead tip was then found to have what appeared to be an insulation crack that ballooned when the lead was flushed.